Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 12.7 mmol, 9.2 mmol, 9.4 mmol, 5.4 mmol meter to lab. Tests were done within 20 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.